Manufacturer narrative:
The patient reported that the battery sn (B)(4) caught on fire while sitting by itself and not being used. The battery pack has been returned to zoll manufacturing and an investigation to determine the root cause of the alleged fire is underway. More information is unavailable at this time. A supplemental report will be submitted upon completion of the investigation.

Event description:
A us distributor reported that a patient's battery pack caught on fire while sitting by itself and not being used.